Event description:
A report was received that a patient's ipg was depleting faster than the estimated time following a lead revision procedure six weeks prior. A bsn representative confirmed premature battery depletion for the patient's ipg. An ipg replacement has been recommended.

Manufacturer narrative:
Additional information received stated that the patient's ipg was explanted and re-implanted with a new one. The patient is reportedly doing well following the procedure. Device evaluation indicated that the explanted ipg passed visual, photographic imaging and performance tests performed. Additional testing revealed that the analog ic was damaged. The battery depletion rate was much higher than the expected range. A charge profile indicates that the depletion rate changes after the patient's lead revision surgery (lead revision due to lead migration). The analog ic damage causes higher battery depletion rate. The high voltage transients can damage analog ic. The monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of momopolar electrocautery. (B)(4).

Event description:
A report was received that a pt's ipg was depleting faster than the estimated time, following a lead revision procedure six weeks prior. A bsn rep confirmed premature battery depletion for the pt's ipg. An ipg replacement has been recommended.